Event description:
During a review of the programming history, a programming anomaly was identified. On (B)(6) 2008, the patient's date of implant, a faulted diagnostics test occurred which resulted in a change to the patient's settings. A final interrogation was not performed. At the patient's next programming session, on (B)(6) 2008, the patient was interrogated and found to be at the faulted settings. The patient was then subsequently programmed to intended settings.

Manufacturer narrative:
Analysis of programming history.